Event description:
It was reported that multiple cartridge alarms occurred. There was no reported impact to the customer¿s blood glucose level. Reportedly, customer reloaded the cartridge to address the issue.